Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(4) female patient to report the patient was receiving frequent alarms. A review of the patient's download revealed occasional falloff and adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problems (damaged therapy electrode, occasional falloff, and adjust belt messages) have been confirmed. Upon evaluation, all therapy electrodes were creased and dented. The cause for the damaged therapy electrodes cannot be positively determined. Upon further investigation, the trunk cable was found to be defective causing an intermittent falloff signal and adjust belt messages. The root cause for the defective trunk cable cannot be positively determined. No adverse event resulted from the defective cable. The patient received a replacement electrode belt.